Event description:
It was reported that, during total hip arthroplasty, after using synergy tool of no. 14, the position and stability was suitable. After that, using no.14 stem, the installation gap is 1.5 cm, and it could not be implanted. After 30 minutes, a no. 13 stem was used to complete the surgery.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned stem was completed but could not confirm the stated failure. There is minor damage where the inserter is used. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: the seven undated, unlabeled x-rays provided of the left and right hips were reviewed and do not provide insight into the reported intra-operative event. Without the requested clinical information or the implantation report the root cause of the reported connection issue cannot be determined. The device was not returned, however, the evaluation of the provided photos of the implants and the DHR confirmed there were no manufacturing abnormal that could have contributed to this event. Therefore, a procedural variance cannot be ruled as the likely cause of the reported event. Per report, the procedure was completed with a no.13 stem and there was no harm reported to the patient as a result of the 30-minute delay. Since it was reported the patient is out of the hospital in good condition, no further clinical/medical assessment is warranted at this time. This device is an implant. Some potential probable causes for this event could include but is not limited to, fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.